Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guide wire was stuck. The doctor was advised to advance the wire and retract the catheter, but the wire remained stuck. The doctor then undeployed the catheter and retracted the system. It was also reported that there was tissue entrapment. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was returned with a guidewire inserted. Some potential tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage. An attempt was made to withdraw the guidewire, but this was unsuccessful due to its condition. The catheter was dissected to inspect the internal components of the device. No damage was noted through the guidewire lumen and the section inside the hypotube was in good condition. No kinks or breaks were noted on the guidewire lumen. The reported stuck guidewire event was confirmed via analysis as visible tissue stuck between the guidewire and guidewire lumen at the tip of the spline cage prevented the movement of the guidewire. Media review: additionally, two images were reviewed by a boston scientific quality engineer. It was possible to observe the guidewire in the catheter and some potential tissue in the provided images. Additionally, the guidewire was observed to be stretched.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guide wire was stuck. The doctor was advised to advance the wire and retract the catheter, but the wire remained stuck. The doctor then undeployed the catheter and retracted the system. It was also reported that there was tissue entrapment. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. Tissue was seen at the tip of the catheter stuck in the lumen.